Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level was 173 mg/dl. Reportedly, a new cartridge was loaded onto the pump.